Event description:
The customer was hospitalized for dka. The cause of their admission was unknown. The set was changed two days before the event. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. It was indicated that the insulin was not leaking at all during the test. Instructed to discontinue the pump use and revert to back up plan of manual injections.